Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was not working; giving unspecified error messages. The error did not occur while in use with a patient. The event occurred during pretesting. The infusion was a continuous infusion. Set flow rate and volume delivered are unknown. The position of the pump when alarm occurred is unknown. The start date was on (B)(6) 2022. Indication/diagnosis: primary pulmonary arterial hypertension. The patient was able to switch to a back up pump and successfully receive therapy. The therapy is life sustaining. The patient continues to be hospitalized for worsening of unspecified primary pulmonary arterial hypertension symptoms. The product issue did not cause or contribute to patient or clinical injury.

Event description:
Additional information was received via email and attached by the manufacturer on (B)(6) 2022. Both pumps are still in the possession of the patient, so they are not available for return.

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updated. H10: no product was returned however the pumps operators manual in section (references) indicates the pump may alarm or appear that the device is not functioning properly for various reasons, many of these are alarms to alert the user of a certain condition or event such as an occlusion or detached disposable and do not necessarily mean there is a problem with the functioning of the device. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing device history record DHR review was performed and no problems/discrepancies were found. A service history review was also performed and there was no record of the device having ever been returned previously for service.